Manufacturer narrative:
Failure analysis for fiber 0010-2400-446a-(B)(4): the glass cap bevel edge and metal cap are not aligned; the glass cap is protruding from metal cap and cannot rotate within metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
Lot #: unknown, serial #: unknown, device manufacture date: unknown.

Event description:
It was reported that, at 287,243 joules; 27:57 minutes, while using the surgical fiber during a prostate procedure, the fiber tip detached inside the patient and was retrieved. The fiber tip / cap was not cleaned during the procedure. The fiber was replaced and the procedure completed using a second surgical fiber. No injury to patient reported.